Event description:
A customer reported ¿sample clogging (sc) sample failure¿ flag during quality control (qc) on the aia-360 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by attempting to run quality control (qc) and the sample nozzle was clogged. The fse suspected the sample nozzle was clogged due to dust or dirt. The fse replaced the sample nozzle and resolved the complaint. The fse repaired and validated the analyzer by successfully performing daily check and ran quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 29601304. There were no similar complaints identified during the searched period. The aia-360 service manual under section 7-2: list of flags: (sc) sample clot is generated when dispensing was cancelled because clogging was detected during sample suction. Operator is instructed to check that the sample is free of fibrin or other substances. If the sample is not clouded, the sample nozzle may be faulty or the tubing may be blocked. If this problem occurs frequently, contact tosoh local representative. The most probable cause of the reported event was due to dust or dirt problem, maintenance of the sample nozzle assembly.